Event description:
The customer called to report that they were hsopitialized for dka. It was stated that their symptoms were nausea, difficulty breathing, and they had high ketones. The customer was placed on insulin drip and bgs went down. Then the customer went back on the pump and the bgs were elevating. Troubleshooting was performed. The pump passed the self-test. The high-pressure test was not performed due to the lack of clamp. The customer informed that the dr has no idea what caused pt to go into dka. The customer called back to perform the high-pressure test and passed. A replacement pump was requested.